Manufacturer narrative:
The reported event was a lead dislodgement. As received, a complete lead was returned in one piece for analysis. The s-curve hump height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies with the exception of procedural damage.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, x-ray imaging revealed the left ventricular (lv) lead had become dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.